Event description:
It was reported that a cerebral vascular accident occurred. A concomitant pulsed field ablation (pfa) and a left atrial appendage (laa) closure procedure was being performed, and a 31mm watchman flx pro closure device was selected to be used. While in recovery, the patient suffered a stroke. The patient experienced left sided weakness. No further information was provided.

Manufacturer narrative:
B5 describe event or problem: updated with additional information received.

Event description:
It was reported that a cerebral vascular accident occurred. A concomitant pulsed field ablation (pfa) and a left atrial appendage (laa) closure procedure was being performed, and a 31mm watchman flx pro closure device was selected to be used. While in recovery, the patient suffered a stroke. The patient experienced left sided weakness. No further information was provided. It was further reported that the activated clotting time (act) during the procedure was 378.